Event description:
It was reported that cartridge leaked insulin during use and issue occurred one time while cartridge was filled off pump, with leak suspected around o-ring but not confirmed by customer. There was no adverse impact to the customer's blood glucose level. Customer removed leaking cartridge, loaded new cartridge with insulin, and successfully resumed insulin therapy, while original cartridge was unavailable for return or further evaluation.